Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. There was rising impedance from approximately 400 ohms in (B)(4) 2012 up to over 1700 ohms by (B)(4) 2013.

Event description:
It was reported that there was a lead alert for high impedance on the right ventricular (rv) lead. It was noted that there was a non-sustained tachycardia (nst) episodes with oversensing and an increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead implanted: 2008 (B)(6); (B)(4) implantable pulse generator (ipg) implanted: 2008 (B)(6); 377745 pain stimulation lead x2 implanted 2006 (B)(6); 37742 neuro programmer implanted: 2006 (B)(6); 37752 neuro recharger implanted: 2006 (B)(6); 37713 implantable pain stimulation generator (ipg) implanted: 2006 (B)(6); 3708140 neuro extension implanted: 2006 (B)(6); unk extneuro extension implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.